Manufacturer narrative:
Date of event: exact date unknown, event occurred since patient's implant back in 2019. Additional suspect medical device components involved in the event: product family: scs- linear leads: upn: m365sc2218700, model: sc- 2218-70, serial: (B)(4), batch: 5092245.

Event description:
It was reported that the patients physician placed the leads in an incorrect pain location. The patient underwent a device repositioning procedure and was doing well postoperatively.